Event description:
It was reported that the right ventricular lead triggered an alert due to high superior vena cava (svc) impedance. There was increased svc impedance from the normal trends. The alert was adjusted and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.